Manufacturer narrative:
Steris endoscopy requested additional information from the user facility about the status of the patient and if any medical intervention was required. The user facility stated the patient was discharged and no additional treatment or intervention were needed. Based on the information obtained from the user facility, we are unable to determine how our device would have caused or contributed to the reported injury as reported by the customer. The device was not returned for investigation. Without the return of the device the complaint cannot be confirmed, and the cause of the reported issue cannot be determined. The advance endoscope delivery device instructions for use states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist. Pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Remove capsule cup from the small bag. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection. Hold the finger ring handle in a closed position. Push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." The device history record of the lot subject of the event was reviewed and no abnormalities were found pertaining to this lot. There are no other complaints associated with this lot. A steris account manager will perform in-service training with user facility personnel on the proper use and operation of the advance endoscope delivery device. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure while using their advance capsule endoscope delivery device, the video capsule became stuck at the tip of the device. User facility personnel had to take the scope out to use another scope and delivery device to complete the procedure. The user facility reported this process caused injury to the patient's stomach resulting in the need for further bleeding control intervention.

Manufacturer narrative:
Steris completed in-servicing training with the user facility on the proper use and operation of the advance endoscope delivery device. No additional issues have been reported.